Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded per hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded per hospital policy. Additional information was received that the reason the ipg was replaced was due to an upgrade. No device malfunction was suspected.